Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site #4 of the patient's mouth loss of osseointegration was observed. At the time of implant failure pain, mobility and inflammation were also involved.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site #4 of the patient's mouth loss of osseointegration was observed. At the time of implant failure pain, mobility and inflammation were also involved.